Manufacturer narrative:
Submit date: 12/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports that the doctor placed the lite glove at the start of surgery. The lights were not moved until surgery was finished. The tech noticed a split in the lite glove when they were cleaning the room.